Event description:
Right knee cellulitis, right knee effusion, hot right knee, swollen right knee, increased pain in right knee. Information was received on 03-jan-2007 from a physician via a nurse regarding a male patient, with a medical history of osteoarthritis and previous treatment with synvisc (2006), who developed cellulitis involving the right leg and right knee effusion. The patient received synvisc injections into the right knee nine months later and eighteen days following. After the second injection, the patient developed cellulitis involving the right leg from the knee to just above the ankle and 30cc of normal joint fluid was removed from the right knee. At the time of this report, the patient's outcome was unknown. Please refer to manufacturer report numbers synv-16611, synv-16612, synv-16615, and synv-16618 for additional ae reports from this reporter. Additional information was received on 05-jan-2007 from the physician's nurse who clarified that the patient experienced hot right knee, swollen right knee, and increased pain in the right knee, as well as a significant right knee effusion which required aspiration. At the time of the this report, the patient had recovered. Additional information was received on 09-jan-2007, 10-jan-2007, and 23-jan-2007 from the physician and the physician's nurse. The patient was treated with unspecified dosages of oral steroids and antibiotics. It was clarified that the patient did not have a septic right knee joint, the patient was diagnosed with a possible cellulitis of the right knee. The physician assessed the relationship between the cellulitis and synvisc as "not related." No further info is expected.